Manufacturer narrative:
(B)(4) date sent: 6/23/2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? If yes, how was the device removed from the patient? Did the jaws eventually open? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished ec3d60l, with lot number a99p1v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, it was observed that the device fired a little slower than normal, and after it fired and retracted the knife blade, customer reported hitting the home button and the device jaws not returning to home position. They took out battery and reinserted battery, the home button did not return to home. They had to remove the trocar to get the device out as it was still articulated. Procedure was delayed by 10 minutes due to the reported event. There was no patient consequence reported. No additional information provided.